Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g1, g2, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced rear chassis from matrix drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported when using the pyxis medstation system the drawer will not closed and/or stay close. The customer mentioned that there was no jam. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis medstation system the drawer will not closed and/or stay close. The customer mentioned that there was no jam. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer which will not stay close. The field service engineer replace rear chassis from matrix drawer to resolve the issue. The system functioned as intended.